Event description:
It was reported that this pacemaker was interrogated and noted to be operating in safety mode. This patient was subsequently admitted to the emergency room (ER). No adverse patient effects were reported. This pacemaker remains in service.